Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing along with pacing inhibition. It was also reported that the helix would not retract. Additional information indicated that there was greater than 2 seconds of asystole. The patient had an external pacing for 30 minutes and stayed one night in the hospital. The system was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.